Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued error 38 indicating a motor stall, prompted repeated restarts, and intermittently failed to deliver insulin, after which a replacement was arranged, and the user was instructed on shutdown and return; the highest reported glucose was 379 mg/dl and cgm alerts for sustained hyperglycemia occurred. Symptoms included hyperglycemia without ketosis, loss of consciousness, dizziness, or other acute effects. Outcomes included temporary loss of insulin delivery and the need for device replacement, with data not transferring to the replacement device and a new startup required. Investigation included complaint intake, troubleshooting, and review of device performance history via user report. Investigation of this device revealed a reported motor stall with recurrent restart prompts consistent with an internal pump drive malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction.